Event description:
The customer contact reported a crack in the semi-rigid adapter of the secondary port; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified volume of normal saline via a plum pump. The customer contact reported that after the tubing set was primed, the cassette of the tubing set was loaded into the pump. Cassette of the tubing set was loaded into the pump. At this time, it was reported that an unspecified volume of solution leaked from a crack in the semi-rigid adapter of the secondary port on the cassette of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The lot number of the device that was in use is unknown. The customer contact identified four possible lot number (plots). The possible lot numbers are 201275h, 220055h, 230035h, and 240015h. A representative device from the an unspecified lot was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.